Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the morning after the leadless implantable pulse generator (ipg) was implanted, the patient had an atrioventricular node ablation. After the procedure, the ipg exhibited high thresholds and the patient experienced a "junctional rhythm." The ipg remains in use. No further patient complications have been reported as a result of this event.